Event description:
Additional information received reported that the patient had an infection in (B)(6) 2014 and the pump was removed on (B)(6) 2014. The pump and catheter were removed because of the infection. The location was over the pump. It got infected twice at the pump location, once in (B)(6) 2014, it never healed up, so they decided to remove it all. The pump system was delivering lioresal.

Event description:
It was reported that the pocket around the pump was infected, had puss and was stretching the skin. Both pump and catheter system were explanted (B)(6) 2014 and wounds were irrigated and closed after removal. It was noted that there were no alleged product issue. Patient status at the time of report was "alive-no injury." The pump system was delivering baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. Product ID: 8540, lot# cs0704, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the signs and symptoms of infection were swelling at the pocket site, once opened, there was "puss." The patient did not have meningitis. Treatment for the infection was irrigation of the pocket. It was noted that at the "last point of contact: infection had resolved."